Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. Customer was sent a alternative wall adapter and usb cable, which resolved the issue. There was no reported adverse impact to the customer¿s blood glucose level.